Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the balloon aortic valvuloplasty (bav) procedure itself caused the reported ar and subsequent hypotension and bradycardia, which resolved after the deployment of the valve. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, acute aortic regurgitation (ar) occurred post balloon aortic valvuloplasty (bav) during a transfemoral tavr procedure. Bav was performed with a 16mm balloon catheter. Post bav, the left coronary cusp appeared fixed in the upright position and acute ar occurred. Temporary pacing was performed in the 90¿s bpm but blood pressure (bp) did not increase. In addition, catecholamine was given but it did not circulate and no increase of bp was observed. Tee showed decreased wall motion and no cardiac contraction. Cardiac massage was initiated. Bp was in the 60-70¿s mmhg and ECMO was emergently used. Bp became stable after introduction of ECMO. A 20mm sapien 3 valve was implanted in an aortic side as intended. The final ar was mild. Since the hemodynamics were stable, ECMO was weaned off and the patient was transferred to the ICU.